Manufacturer narrative:
(B)(4) g2: foreign: australia. H6: component code: stem. Device initially reported under incorrect MFR number 0001825034-2025-00735. Visual examination of the provided picture identified the explanted stem with bio debris noted, however this cannot be used to confirm the complaint. No product was returned, no further analysis can be made. Review of the device history record identified no deviations or anomalies during manufacturing. Initial op note reviewed. Minimal information provided which shows an initial left tha for subcapital femur fracture with avn of the femoral head. A definitive root cause cannot be determined this complaint can be confirmed via the provided medical notes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure nearly 3 years post implantation due to a peri-prosthetic fracture from falling. There is no further information available at the time of this report.